Event description:
Increased urinary incontinence caused the patient to see his urologist regarding the function of his artificial urinary sphincter. A cystoscopy revealed an obvious erosion of the cuff into the urethra necessitating removal of the device.